Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported blank screen which was reproduced when attempting to power on the device. The reported blank screen was verified and found to be caused by a failed processor printed circuit board. The processor printed circuit board was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a blank screen, the light turns on and nothing displayed. There was no patient involvement. No additional information is available.